Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes had foreign liquid/silicone inside them. The following information was provided by the initial reporter, translated from french: "presence of a liquid in the syringes when opened: silicone? 5 syringes from the same batch concerned."

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition have been provided for evaluation. A device history review was performed for reported lot 2307726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Based on the quality team's investigation, a root cause cannot be identified at this time. Silicone can be visible due to issues related to poor distribution inside the barrel. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Five syringe samples received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Silicone content tests are performed on the samples received, results were within specification. A device history review was performed for reported lot 2307726, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Based on the quality team's investigation, a root cause cannot be identified at this time. Silicone can be visible due to issues related to poor distribution inside the barrel. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd plastipak¿ concentric luer lock syringes had foreign liquid/silicone inside them. The following information was provided by the initial reporter, translated from french: "presence of a liquid in the syringes when opened: silicone? 5 syringes from the same batch concerned"